Event description:
A caller reported that the pump battery was depleting too quickly resulting in the pump shutting down. There was no adverse impact on the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.